Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgment occurred. The diffused target lesion was located in a very heavily calcified right coronary artery (rca). After pre-dilation, a 3.00x38mm synergy ii drug eluting stent (des) was advanced to treat the lesion. However, after reaching the lesion, it was noticed that the proximal portion of the stent had some deformation. The device was removed and it was noted that the length of the stent was no longer the same. The deformation was attempted to be fixed, however upon touching the device, the stent slid off from the balloon. The device was discarded and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.